Event description:
It was reported that there was an intermittent generator error and the system shuts down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was replaced during the service call. The system was tested and found to be working as intended and put back into service.